Event description:
During a surgical iopth case, the analyzer experienced power fall alarms and add'l mechanical errors. The analyzer was unable to produce results for the surgical case in a timely fashion. The surgeon regressed to performing a frozen section which required the pt to remain under anesthesia for a longer period of time. No add'l info provided. The field service representative determined the cause to be an issue with the power supply. The instrument was repaired.